Event description:
It was reported that the pulse generator could not be interrogated despite using two different programmers in different rooms. A surface egm recorded a magnet rate of roughly 95 bpm. An open channel telemetry test was performed without success. Replacement of the device was being discussed. The patient was reticent to undergo another surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.